Manufacturer narrative:
An outside the united states customer observed elevated quality controls (qc) results and a patient sample result that was elevated compared to repeat testing, when using the folate (fol) assay on the atellica im 1600. Quality control (qc) levels were back in range after calibration. The interpretation of results section of the atellica im folate (fol) instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer observed elevated quality controls (qc) results and a patient sample result that was elevated compared to repeat testing, when using the folate (fol) assay on the atellica im 1600. The initial result was reported to the physician(s), who did not question the result. There are no known reports of patient intervention or adverse health consequences due to the discordant folate result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00356 on oct 14, 2022. Siemens filed the MDR 1219913-2022-00356 supplemental 1 on nov 15, 2022. Dec 12, 2022, additional information: an outside the united states customer reported observation of falsely elevated quality controls (qc) and a patient sample result when using atellica im 1600 folate (fol) assay, lot 335. The customer noted qc level 3 (immuplus3) 3 standard deviations (sd) failure and qc level 1 (immuplus1) 2 sd failure at the same time 3 patients were ran. The 3 patients were then retested on 3 different analyzers. The customer then recalibrated the instrument which had the failed qc and controls were in after the recalibration. Based on siemen's review of the dec records, the elevated qc and patient result were directly correlated to the calibration on sep 28, 2022. Calibration on oct 5, 2022 with the same reagent pack resulted in qc within expected 2 sd ranges. No product performance issue has been identified. The system is operational. In section h6, the investigation finding, and investigation conclusion codes were updated

Manufacturer narrative:
Initial MDR 1219913-2022-00356 was filed on october 14, 2022 reporting an outside the united states customer observed elevated quality controls (qc) results and a patient sample result that was elevated compared to repeat testing, when using the folate (fol) assay on the atellica im 1600. Additional information - october 19, 2022: the customer stated that the samples are automatically stored in the cold storage unit. Siemens continues to investigate.